Event description:
The customer indicated that they have an atlas monitor that shut down during a procedure. There was no report of any pt harm as a result of the reported event. The clinician was able to use another pt monitor during the procedure. The unexpected shutdown of a bedside monitor may impact the clinician's ability to hear and see changes in the pt's condition. The customer did not provide any pt info.